Event description:
Reportedly, there is a display issue with the subject programmer.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, there is a display issue with the subject programmer.

Event description:
Reportedly, there is a display issue with the subject programmer.

Manufacturer narrative:
Preliminary analysis of the returned programmer showed that the flat cable which connects the video board to the carrier board is worn out, which explains the reported issue.